Manufacturer narrative:
Gehc recommended to the hospital to replace the mixer. No report of patient involvement.

Event description:
The hospital reported the unit alarmed 'no fresh gas flow'. There was no report of patient involvement.